Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 430 mg/dl at the time of incident. The customer was unable to troubleshoot. The customer stated that insulin pump had motor error. The device will not be returned for analysis.